Event description:
The customer reported to customer svc that the power supply for her pump has a hole burned through the transformer. The power supply would not power the pump, but the pump works fine with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see fire, smoke or sparking, but the there was a hole melted into the transformer housing and that there were exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. (B)(4). In summary, a short circuit caused the transformer to heat up, resulting in a breach in the housing. A breach in the transformer housing is a safety risk. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the power supply revealed deformation on the transformer housing with a hole approx 2mm in diameter primarily filled with an exposed wire lead which does not protrude above the surface of the housing. A visual examination of the cord revealed slight twisting and no exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which indicates that the thermal fuse did blow.